Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer did not have a backup method of therapy and declined further follow-up from tandem technical support to confirm that one was obtained.